Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus stopcock had a broken cap. The following information was provided by the initial reporter, translated from japanese to english: the cap was broken before use.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection and testing of the sample. Representative samples were used to try to replicate the damage found on the returned sample. During testing similar damage occurred when the male port of a connecta stopcock was placed perpendicular to the wall of a protection cap and then pushed into the cap. Bd determined that the cause of the failure was most likely caused by use error. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd connecta¿ plus stopcock had a broken cap. The following information was provided by the initial reporter, translated from japanese to english: the cap was broken before use.